Event description:
The hcp reported the pt developed an infection open wound over pump. The system was explanted in 2006 and the pt was treated with IV antibiotics. The pt was reimplanted 6 days later. The pt is reported to have recovered without sequela.

Manufacturer narrative:
H6- device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.